Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient received unknown antibiotics (intraperitoneally, doses, duration and frequencies not reported) as a treatment for the event. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.